Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection nozzle of a small volume folfusor was found defective due to a crack, resulting in leakage of the active ingredient. The leakage occurred at the filling port and was observed during filling, despite the filling port cap remaining sealed. The device was filled with 9.315 ml 5-fluorouracil (5-fu) and 76.4 ml saline solution having a final volume of 85.715 ml. There was no patient involvement. No additional information is available.